Manufacturer narrative:
Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported that no event occurred and no injury occurred. It was noted that the patient improved after progressing voltage adjustment. It was also noted no problems with the stimulator.

Event description:
It was reported that the patient was inpatient at the hospital suffering from nausea. It was noted that the patient¿s symptoms had not stopped even after she had the device adjusted last week, which was a large adjustment and was moved ¿halfway.¿ the patient was on bethanechol (started five days ago) to help the patient¿s stomach empty properly. It was indicated that the medication the patient was on could also cause the symptoms the patient was currently experiencing. It was noted that the patient was doing better after implant, was able to eat again up until the last couple of days, and it was questioned if that had something to do with the latest episode. The patient was to see the surgeon tomorrow for follow-up and was going to try to see her managing physician as well. Additional information received reported that the patient was inquiring as to how long her device would last, as the frequency was adjusted to the highest level. It was noted that the patient¿s device had been adjusted three times and she was still in agony with constant nausea. Follow-up information has been requested, and when received, a supplemental report will be submitted.